Event description:
It was reported that left ventricle lead impedance greater than 3000 ohms. It is variable and at times reads normal at 430 ohms. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.